Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella cp support and during support, the pump got caught in the trabecular meshwork and was then under tension. The pump was explanted. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use issue since the pump got caught in trabecular meshwork and was then under tension during the repositioning of the pump.